Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.00 x 38mm synergy ii everolimus-eluting platinum chromium coronary stent was advanced but the stent struts were lifted and pulled distally while attempting to introduce into the artery. The stent was completely removed and the procedure was completed with another of the same device. No patient complications were reported. The patient's status was stable and they were sent home.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that proximal stent rows 8-11 were damaged with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.00 x 38mm synergy ii everolimus-eluting platinum chromium coronary stent was advanced but the stent struts were lifted and pulled distally while attempting to introduce into the artery. The stent was completely removed and the procedure was completed with another of the same device. No patient complications were reported. The patient's status was stable and they were sent home.